Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device found the catheter and wire kinked in the middle. Electrical testing was performed, and the device passed the resistance and retroflex tests. The complaint that the device failed to cut was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A device history record (DHR) review was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare failed to cut a polyp (<1 cm) when cautery was applied. No signs of cautery were observed and changing the active cord did not alleviate the issue. An attempt to cold cut the polyp with the snare was also unsuccessful. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown, however it was reported that the patient was over the age of 18. (B)(4). The device has been received but an evaluation has not yet been performed. Therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare failed to cut a polyp (<1 cm) when cautery was applied. No signs of cautery were observed and changing the active cord did not alleviate the issue. An attempt to cold cut the polyp with the snare was also unsuccessful. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.